Manufacturer narrative:
Investigation of the returned pod found no damages or manufacturing deficiencies that would result in an infection at the infusion site. The exact cause of the reported infection could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135 ¿ and eo residual levels in compliance with iso10993 . Each lot ¿is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that after wearing the pod on the abdomen longer than 48 hours, the site was red, warm infected with yellow discharge. The patient contacted the doctor, who prescribed an cream (name unspecified) to treat the affected area.